Manufacturer narrative:
The alleged literature device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.

Event description:
On september 11, 2023, a merit employee conducted a cer literature search of the tracheobronchial stent implant families. The study alleges that the tracheobronchial implant is associated with stent migration and an increase in the risk of an infection.